Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
On 18-aug-2025, a spontaneous report was received via email regarding a 7-year-old female consumer who used a welly flex fabric bandage-glow in the dark adhesive bandage. An additional email on behalf of this consumer was received on 25-aug-2025. On an unspecified date in (B)(6) 2025, the consumer used a welly flex fabric bandage-glow in the dark adhesive bandages. The bandage was applied to a mosquito bite on the consumer's lower leg after the area was cleansed and dried. The following evening, the consumer suffered a painful skin tear and developed blistering following the removal of the bandage from her leg while in the shower. It took approximately 45 minutes to remove the bandage using warm water, ointments and oil. Medical advice was sought from a family member who was also a pediatrician. The consumer was advised to keep the wound clean and dry and to apply neosporin topically to the wound. She was also encouraged to take motrin (ibuprofen) for the first two days following the injury. At the time of reporting, symptoms were ongoing but improving.